Event description:
During verification testing at the manufacturing facility, it was noted that the ground prong was missing from the male end of the ac power cord.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing: therefore user facility event problem codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).